Event description:
It was reported the patient¿s device was not working and needed to be reprogrammed. The patient was experiencing a lot of pain. The pain started a month prior to call. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0mp8d, implanted: 2014-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).